Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a distal gastrectomy, during the first firing, the surgeon was able to press the green button, but was unable to fire the device. Another device was used to complete the case. There was no patient injury.